Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(4) regarding the following issue: the patient had a fracture of the shaft of the clavicle. The surgeon used the locking clavicle plate for the osteosynthesis. During insertion of the screw in question, the head of the screw was broken. The surgeon used the screwdriver in the appropriate fashion. The surgeon then removed the tip section of the screw that was left in the body, and set up the implants again. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the measurable dimensions of the broken cortex screw could not be checked. The broken off head and the condition of the surface is too bad for to give us reliable measuring results. The examination of the raw-material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-2) (ticp).the investigation of the complained screw shows no irregularities. Too much applied mechanical force well beyond its calculated design caused the breakage of the head during insertion. Further the shaved off thread flanks do indicate that the screw must have had contact with the plate. Device was used for treatment, not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Lot number 8434484 is not a synthes us lot number. A review cannot be performed without the us lot number therefore this complaint is indeterminate from a manufacturing stand point. Placeholder.